Manufacturer narrative:
The product is not available for eval and testing. Additional info to be submitted 30 days upon receipt. Please note that this medwatch report represents one of two devices that were used in the same procedure and is related to mfg # 9616099-2007-00403 and 9616099-2007-00404.

Event description:
An acute thrombosis occurred immediately after a stent was placed in a lesion located 12 cm above the patella in the left superficial femoral artery (sfa). The patient is a male. The lesion was located in the proximal and mid part of the sfa. The type of lesion was de novo, the vessel was straight, the lesion was not calcified, not eccentric and no thrombus was present at site. The lesion was pre-dilated with a fox abbott balloon 5x80. The start of the index procedure was at 11:04, the event started at 11:40 and the index procedure stopped at 11:50. There was no dissection following the stent placement. The lesion was post-dilated with a fox abbott balloon 5x80. The acute thrombosis occurred immediately after stent placement and post-dilation. The rate of stenosis was 80%. After resolving the thrombosis problem, there was a good perfusion of the stent. There were no additional lesions treated during this procedure, the whole lesion was stented. Twenty-four hours prior to the procedure, the pt took 100 mg/day aspirin. During the procedure, the pt rec'd 5000 iu heparin. After the procedure, the pt first rec'd urokinase (100.00ou/hour for 4 hours, 75.000 u/hour for 4 hrs, 50.000 u/hours for 16 hours) and afterwards. 50.000iu heparin in 48 hours. Medications at discharge are clopidogrel for four weeks and aspirin lifelong.